Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unk longevity liner trilogy, unk stem, unk shell. Report source - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06693. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 14 years post initial hip surgery, the patient underwent revision surgery. Patient sudden complaint of pain and x-ray showed dislocation and liner had broken. Liner and femoral head were revised. Attempts have been made and additional information on the reported event is unavailable at this time.